Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation of the implantable cardiac monitor (icm), it was noted that the icm was under-sensing r waves. Programming changes were performed to resolve this issue. The patient will be monitored going forward. There were no adverse consequences to the patient.